Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Poor aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. Though the peritoneal effluent fluid culture presented no growth, an initially elevated wbc count with symptoms of infection that are responsive to antibiotic therapy is evidence of resolving peritonitis. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain, a pd catheter (not a fresenius product) occlusion due to fibrin and cloudy peritoneal effluent fluid. The patient¿s pd catheter was able to be flushed and cleared in the outpatient clinic. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with no growth and a white blood cell (wbc) count of 14,632/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1750 mg every three days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event while remaining asymptomatic. A follow up wbc count taken in the outpatient clinic on (B)(6) 2022 presented with 271/mm3. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain, a pd catheter (not a fresenius product) occlusion due to fibrin and cloudy peritoneal effluent fluid. The patient¿s pd catheter was able to be flushed and cleared in the outpatient clinic. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with no growth and a white blood cell (wbc) count of 14,632/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1750 mg every three days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event while remaining asymptomatic. A follow up wbc count taken in the outpatient clinic on (B)(6) 2022 presented with 271/mm3. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.